Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Review of the ventilator diagnostic log noted an occurrence of a data acquisition pcba adc reference failure. The manufacturer's service technician replaced the data acquisition to motor controller pcb cable to address the finding. Performance verification testing was completed and tests passed to operating specifications.